Event description:
Customer called to report an alarm on the insulin pump during the prime process. Blood glucose reading at the time was 215 mg/dl. Troubleshooting was performed. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The device was received with a scratched lcd display window, cracked display window corners, broken belt clip slot, cracked reservoir tube lip and cracked display window corners. Device was unable to prime during the prime and a33 test due to a loose drive support disk.